Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device. The patient's legal fact sheet alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the medical records provided indicate there was a cystocele repair performed post implant of the bard flat mesh, the medical records do not mention the previously placed mesh. There is no indication of mesh revision or removal at this time. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an anterior repair with bard flat mesh as tension free tape sling and a perineorrhaphy. Operative details note "the mesh had been patterned as a 1cm sling with an extra extension in the midline support the cystocele." (B)(6) 2015 - the patient underwent a total vaginal hysterectomy with anterior repair, posterior repair and perineoplasty. Operative dictation indicates repair of cystocele; however, it does not mention the previously placed davol flat mesh. The patient's legal fact sheet alleges the patient experienced pain, infection, bleeding, dyspareunia, recurrence and urinary/bowel problems.